Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a break in the pt's catheter. Symptoms included loss of analgesia, swelling and tenderness at pocket site, and the pt was achy and sluggish for 2-3 days. A contrast study was conducted on (B)(6) 2010, and on (B)(6) 2010, a new intrathecal catheter was placed in the subarachnoid space of l4-4 interspace. Later, it was stated the pt had meningitis. A swollen pump pocket, chills, light sensitivity, pain with neck flexion, and discomfort with lateral rotation were reported. On (B)(6) 2010, the pt's pump and catheter were explanted. The pt recovered without sequela.